Manufacturer narrative:
Event summary: the patient data files were returned and analyzed show at least 12 applications were performed with catheter 2af284/35166-97 on the date of the event and a system notice (#50003) was received indicating that the pressure was low in the system was triggered in application one and two. This is a clinical issue (heart block, blood pressure drop) encountered during the case. In conclusion, the reported clinical issue could not be confirmed through data analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the balloon catheter, 2af284 with lot 35166, was returned and analyzed. Visual inspection of the catheter showed the device was intact with no apparent issues. The catheter passed the performance test and electrical integrity test. It was also noted that impedance was within specification. A clinical issues were encountered during the procedure. There is no sufficient evidence that the catheter potentially caused these adverse events. In conclusion, the clinical issues were encountered during the procedure. The balloon catheter, 2af284 with lot 35166, passed the returned product inspection. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, heart block was observed and blood pressure dropped. Chest compressions were administered and medication was given. The case was aborted, and the patient was not under general anesthesia. The patient was released two days post-procedure with normal heart beat. No further patient complications have been reported as a result of this event.